Manufacturer narrative:
The customer reported that the charge button was not engaging and did not work. The device was evaluated at philips where the reported symptom was duplicated. The switch on the processor pca was found to have failed resulting in the reported symptom.

Event description:
The customer reported that the charge button was not engaging and did not work.